Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s father stated a rash developed on the patient¿s arm within 24 hours of sensor insertion. The rash extended ¼ inch from the adhesive patch, and the area was very itchy. The patient¿s father treated the reaction with non-prescription cortisone cream. On (B)(6) 2018 the patient saw a doctor and was prescribed triamcinolone for the skin reaction and discomfort. At the time of contact, it was indicated that the patient was doing well. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.